Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, causing pressure on the skin and discomfort at the site. Physician brought the patient into the or, repositioned the ipg, sutured, and closed.